Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/25/2021. H3 evaluation: ten unopened samples of product were received for evaluation. During the visual inspection of the unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. No needle breakage was observed on body, tip or swage area. The sutures were dispensed without problems and examined along the strand with no defects observed. Also, the samples were tested by resistance test to needle and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the complaint sample was not received for evaluation. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an orthopaedic procedure on (B)(6) 2020 and suture was used. During the procedure, the needle broke. There were no adverse patient consequences reported. No additional information was provided.